Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change due to eri. Upon interrogation it was noted that there were many episodes of mode switch caused by right atrial lead noise. The physician decided to leave the lead in place and continue to monitor. Electrical performances of the lead were normal. There were no patient consequences.